Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed that the deployment mechanism had not been used and that the guide wire got stuck inside the inner catheter. The inner catheter was found to be fractured and the stent was found partially released which may have been caused by removal difficulties. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. In this case, high friction between the guide wire lumen and the guide wire may have led to a stent dislocation during advancement and removal of the delivery system resulting in the premature deployment of the stent. High friction can be caused by rough handling of the device, a difficult vessel anatomy, insufficient flushing or usage of inadequate accessories. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "prior to inserting the delivery catheter over the guide wire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter" and "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." H11: d4, h4: corrected data.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or further procedural details.

Event description:
It was reported that during the stent placement procedure, the delivery system became blocked on the guide wire. The entire system was removed from the patient and another guide wire and another device were used to complete the procedure successfully. No patient injury was reported.